Event description:
Additional information received reported the patient had not yet had her catheter replaced. The patient had a sore on her back and the doctor chose not to revise the catheter "out of fear of infection." It was unknown when the revision would be performed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "escalated doses"; however, there were no suspected pump problems or patient symptoms of withdrawal. A pump study was performed and found no problems. The managing physician was not convinced that the catheter was functioning properly despite the "inconclusive" dye study. A catheter replacement was anticipated. The device system was used to deliver morphine 10mg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).